Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a f/u, a physician observed both an abnormal signal on recorded episodes and a transient night r wave amplitude drop in the pt f/u data. No anomaly had been noticed during the regular f/u performed since the implantation. Pt didn't complaint about any symptom. Physician requested an explantation about these transient phenomena.